Manufacturer narrative:
(B)(4). The complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has a thoracic system and a peripheral system. This issue is related to the thoracic scs ipg. It was reported the patient experienced a staphylococcus infection (confirmed via blood diagnostics) at her scs ipg pocket site accompanied with swelling, redness and fluid discharge. As a result, the patient received oral antibiotics. The results of diagnostic cultures and blood tests are pending to determine whether the infection has resolved or not.

Event description:
Additional information received identified the patient's scs ipg was explanted and the infection has resolved (diagnostic culture and blood test are now negative for infection).